Event description:
Falls out in mouth - oral-b [device breakage]. Brush head is pulling away from the toothbrush - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit]. Case narrative: 78-year-old male consumer via phone stated that the oral-b toothbrush head was pulling away from the oral-b toothbrush while he was brushing and fell out in his mouth. No injury was reported. 07-may-2024 case update from information initially learned on 02-may-2024: the concomitant product was oral-b power oral care refills sensitive eb17 brush set. The concomitant product lot was 5344786000. No injury was reported. 19-jun-2024 product investigation results: the suspect product was confirmed to be oral-b power oral care refills sensitive eb17 brush set. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
19-jun-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Falls out in mouth - oral-b [device breakage] brush head is pulling away from the toothbrush - oral-b [device connection issue]. Case narrative: 78 year old male consumer via phone stated that the oral-b toothbrush head was pulling away from the oral-b toothbrush while he was brushing and fell out in his mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.